Event description:
This is a spontaneous report by a nurse from (B)(6) of leak in the drain line and peritonitis in a male patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the nurse contacted baxter's product surveillance and stated that the patient had reported a leak in the drain line. The drain bag was filling up with air and bubbles could be seen. The nurse stated that the patient did not report the issue until he presented with peritonitis. Information regarding the outcome, treatment or action taken with dianeal therapy was not reported. The nurse did not provide an assessment of causality for the events of leak in the drain line and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This MDR was submitted on (B)(6) 2011; however, due to failure to receive ack1, 2, or 3, this MDR is being resubmitted on (B)(6) 2011.